Event description:
Customer reported the up and down buttons do not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.